Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: clinical staff stated that the pump infused the whole bag of insulin in 5 minutes with the rate set at 2.6u/hr. They only noticed the bag was empty when the air in line alarm was triggered. When attempting to verify pump functionality, it would not allow the nurse to load an IV line set and constantly saying "check tubing" error.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.